Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturer records could not be reviewed without a lot number.

Event description:
During a procedure to address a non-union, both rods of a cobalt matrix case were observed to be broken. The locking caps were loose below the fracture l3, l4, l5, s1, and the iliac screw. The rods and locking caps were replaced on (B)(6) 2013. The screws of the matrix implant were not removed. This is 4 of 12 reports submitted.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). DHR review found 1 ncr for data entry error in lims - part no. (B)(4), lot 6546787. There was no nonconformance, (B)(4). Nonconformance is not relevant to complaint condition. No other discrepancies were noted that would be associated with this complaint. Locking cap received with minimal visual damage, there is anodize discoloration on the sd25 face and thread major diameter. Not present are any indication of slippage or movement that would be indicative of a loose locking cap; there is no flattening of threads on saddle or other indications of rod slippage. All described nonconformities would be post manufacturing. Because of the lack of area, the raw material cannot be verified with niton material analyzer, but the correct raw material was verified on DHR.

Event description:
This is report #4 of 12 for the same event reported under (B)(4).

Manufacturer narrative:
Method code was not previously reported on the first follow-up report. A product development event evaluation was conducted. The report indicates legacy synthes offers 5.5 mm cobalt chromium rods that can be used with the matrix spine system. Cobalt chromium has a higher yield strength than titanium and titanium alloy. The engineer reviewed the rod drawing. This drawing details the appropriate dimensions, material, and finishing process for a successful rod. In addition, the engineer reviewed the locking screw assembly. This drawing details the appropriate overall dimensions, assembly instructions, and etching. The returned rods and complaint description does not include enough conclusive information to determine the root cause of this complaint. The engineer reviewed the drawing for the matrix locking cap. This drawing details the appropriate overall dimensions, assembly notes, and laser etching. The returned locking caps and complaint description does not include enough conclusive information to determine the root cause of this complaint.